Event description:
Philips received a complaint from the customer reporting an error message indicating a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use at the time the issue was identified. There was no report of harm or other patient or user impact. The device did not meet specifications for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the device generated a backup alarm failed message. The rse provided the recommendation from the v60 service manual and provided the part replacement details for the motor control (mc) printed circuit board assembly (pcba).

Manufacturer narrative:
The customer reported that the mc pcba was replaced but the problem persisted until the central processing unit pcba was replaced. The customer re-programmed the serial number and hours and obtained the necessary replacement option codes for device usage. Philips rse confirmed codes worked properly and advised further testing prior to return to clinical use. The customer verified the device was verified as operational with testing and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.